Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closing of the skin on a mastectomy procedure, the thread broke. It was also stated that, the needle broke away from the thread. Another foil of the device was used to complete the suture line. There was no patient injury.